Event description:
A paratrend 7+ sensor was returned to diametrics medical limited from its japanese distributor - bayer medical limited. The sensor had been returned from hospital, where leakage of blood through the sensor had been discovered. There was no report of any adverse event or patient injury.